Event description:
Pt reported obtaining back-to-back blood glucose results, of 49 mg/dl and 134 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter, comfort curve strip lot 549407 with expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve strip.